Event description:
Note: according to the physician, it could not be determined which of the two stents was perceived to be the wrong size. Therefore, this report pertains to one of two complaints for the same event. Refer to manufacturer report #'s 3005099803-2013-03013 and 3005099803-2013-03014. It was reported to boston scientific corporation that two wallflex biliary rx uncovered stents were implanted near the hilum in the right and left hepatic bile ducts of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placements was for treatment of a hilar stenosis. No dilatation was performed prior to the stent placements. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the devices. During the procedure, two stents were successfully implanted in a "y" bilateral placement, at approximately the same distance from the duodenum, within the right and left hepatic bile ducts. However, following deployment, the physician observed that one of the two stents appeared to be the wrong size as it was shorter than the other. No intervention was required as a result of this event. According to the physician, both stents are correctly expanded and functional, as the patient shows signs of clinical improvement including regression of pruritus and jaundice, with a decrease of bilirubin rate. In addition, the lesion was sufficiently covered and drainage remains active "despite this anomaly". There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
(B)(4) for the reported event of stent size incorrect for patient. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.